Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. Data confirms inaccurate readings from cgm.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient wore the sensor beyond 7 days and did not calibrate according to user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.